Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation conducted prior to the patient's hospital discharge, it was noted the ra lead had dislodged and was resting in the right ventricle. A lead revision was scheduled for the next day and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.